Manufacturer narrative:
No service was requested. Investigation and repair was performed by the user facility who reportedly replaced the capacitor. The compressor then passed all functional and safety tests per factory specifications and was cleared for clinical use. The replaced capacitor was not returned for investigation. As no goods were returned for investigation, the root cause of the broken capacitor could not be determined.

Event description:
It was reported that the capacitor in the compressor was broken. Patient involvement is unknown. Manufacturer's ref #: (B)(4).